Event description:
Consumer alleges her sleeve got caught on her joystick allegedly causing her to crash her unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.